Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented through merlin.net transmission, right ventricular lead noise was observed. The noise amplitude was too large to make effective programming changes. Patient was stable and will continue to be monitored.